Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. Reprogramming and medication options were reviewed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: 2009-(B)(6). (B)(4).